Event description:
Related manufacturer reference number: 2017865-2024-72471. It was reported that the patient presented in the clinic with dizziness and syncope. Upon interrogation, the right ventricle (rv) lead exhibited a failure to capture and high threshold. Further examination revealed insulation damage to the lead. The physician decided to replace the lead. However, during the procedure, the pacemaker set screw was damaged, leading the physician to explant and replace the pacemaker. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.